Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found undefined resistance with lead resistance greater than 9,999 ohms.

Event description:
It was reported that the right ventricular (rv) lead impedance was greater than 9,999. It was also reported that there was oversensing and high impedance. The left ventricular (lv) lead appeared to have jumped in impedance trends as well. It was noted that the patient went hunting and shoots the gun left handed. The physician decided not to replace the lv lead at this time. The rv lead was capped and replaced. No patient complications have been reported as result of this event.